Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a failed accuracy test 9.7%. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement.

Manufacturer narrative:
D9: product received date 7/25/2024. H3: one device was returned for repair in used condition. This device has not been in for service in the review period. Reported problem of failed accuracy test was duplicated, as could be seen on event history report. Cause is the expulsor. Replaced the expulsor to correct the problem and device pump passed all functional tests after repair.